Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low suspend alarm and sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 190 mg/dl while his sensor glucose reading was 286 mg/dl. The customer questioned why the alarm triggered when blood glucose is above threshold suspend limit. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer will be sent replacement sensors. The customer will send sensor back for analysis.

Manufacturer narrative:
A complete analysis and testing of the one opened and used enlite sensor, performed the continuity resistance test and the sensor failed.